Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the log file being corrupted was confirmed; however, the reported event of power cable disconnect alarms was not confirmed. The submitted log file was corrupted and could not be interpreted. The hm2 system controller, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section7 -¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate ii instruction for use (IFU) section 4¿system monitor¿ explains how to set the date and time on the system controller, including how to synchronize the date and time of the system controller with the system monitor. This sections also informs the user of how to view system controller event history, and how to use the system monitor to collect log files from the system controller. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed a system controller exchange on (B)(6) 2021 with claims that the system controller had a "loose connection" alarm and stated that their batteries were depleting faster than usual. The patient did not inform the coordinators at the time and was reeducated on alarms and events and advised to report changes. Upon interrogation in clinic there were no alarms seen and the exchange was thought to have been done on (B)(6) 2021, as there was a pump stop alarm at that time. There were several attempts to collect log files, but only 1 file for each system controller was given before the patient was discharged. Related manufacturer's reference number for the unknown pump stop on the heartmate 3 lvas: 2916596-2021-06981.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.